Event description:
Faceplate of amt mini one 12fr 1.2 cm gastrostomy tube became dislodged. Patient's parent was still able to administer fluids via tube and confirmed with gastrointestinal (gi) fellow on call. Appointment was booked to have gastrostomy tube exchanged in gi clinic.